Manufacturer narrative:
(B)(4).

Manufacturer narrative:
To the main device, other components include : product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).

Event description:
Information was received from a patient who was receiving at one point an unknown concentration and dosage of dilaudid and an unknown concentration and dosage of morphine via an implantable pump. On (B)(6)2017, it was reported that the patient's pump was replaced due to a volume discrepancy occurring 6 months after the implant. According to the patient, their first refill occurred 6 months after implant and all of the medication was in the pump. The patient also mentioned that the pump was removed because the patient was in constant pain. No further complications were reported.

Event description:
It was reported there was a volume discrepancy, a lack of therapeutic effect and a subsequent catheter revision. The actual residual volume (arv) was greater than the (erv) expected residual volume. Specific values for volumes were not provided, however the reporter stated they 'got back all of the drug from the pump'. The patient did not believe they were benefiting from the drug infusion system, since the implant. A pump rotor study showed the rotors moving, so a catheter revision was done. When the catheter was revised, the healthcare provider (hcp) found that the connection 'did not look properly seated on the pump'. The pump was reconnected and the patient was 'closed up'. The revision date and patient outcome were not provided. The medication in the pump was morphine. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8731sc, serial# (B)(4), implanted: 2012 (B)(6), product type catheter. (B)(4).